Manufacturer narrative:
Investigation summary: bd received 4 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing tube label with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing tube label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing tube label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 10.8mg plus blood collection tubes four (4) tubes were missing a label. There was no report of impact to the patient or user.